Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead dislodged and pulled back "some". It was also reported that rv lead exhibited unstable thresholds and intermittent loss of capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.